Event description:
A health care provider (hcp) reported that early into a treatment on a system 1000 device, the patient felt restless and became short of breath. The patient was administered oxygen (rate and method unknown). At that time, a microbubble was observed in the venous line and the blood pump was manually stopped. It was reported that no air detector alarm occurred. The patient was placed on another device and successfully treated. There was no patient injury associated with the incident. The patient has been back at the dialysis center and has reported no further problems. The patient's treatment parameters consisted of a 450 ml/minute blood flow rate, and 3.0 hour intended treatment time.